Event description:
Inappropriate shocks were reported to the subject lead, which remains implanted. Preliminary analysis revealed noise episodes recorded that suggest a lead issue. A recommendation was provided to the physician to evaluate device replacement.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.